Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with 2 cc of juvéderm® vollure¿ xc in the nasolabial folds and perioral region, 1 cc of juvéderm® volux¿ xc in the prejowl sulcus, and 1 cc of juvéderm® ultra plus xc in the marionette lines. The patient was concomitantly injected with botox®. Seven months later, the patient experienced a ¿granuloma¿ that had ¿no inflammation and no erythema". No biopsy was obtained. The palpable areas were described ¿larger than the product injected". The patient was treated with oral and injectable steroids, doxycycline, colchicine, and hylenex, where it was noted that the perioral area was the most recalcitrant. The syringe has been discarded. The symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6)(B)(4) and (B)(6)(B)(4). This emdr is being submitted for the suspect product, juvéderm® ultra plus xc.